Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Updated information received: after investigation, the patient was a 41-year-old woman who underwent laparoscopic hysterectomy in hospital on july 12, 2024. The surgeon used w6977 to perform the left round ligament sewing in a continuous suturing manner during the surgery. The suture broke for four times during sewing. The surgeon immediately replaced a new suture (with specific product information unknown) for sewing. The subsequent surgery went smoothly. This event did not cause any other harm to the patient except for prolongation of surgery time (specific prolongation time was unknown). The patient has been discharged smoothly currently. No subsequent adverse event report was received.

Event description:
It was reported that a patient underwent a laparoscopic hysterectomy on (B)(6) 2024 and suture was used on the left circular ligament. During the procedure, the suture broke. A different brand of suture was used and did not result in the same situation. The event increased the surgical risk, prolonged the surgical time, and may affect the patient's recovery. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: (01)gtin is unavailable therefore, the full UDI is currently not available. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: was the patient's recovery affected by this issue? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Were there any patient consequences? Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep): contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown.